Event description:
Full shoulder implant in (B)(6) 2021 1 yr later constant pain ,function of arm worsening ,in and out of doctors ,pain management MRI CT scans ,4 yrs of debilitating pain revision from serious pain and loss of shoulder function (B)(6) 2024 14 weeks of IV antibodies 3 times a day with nurse, 2 months oral antibiotics ,still in pain management and infection disease people, pain is worse from revision and cant use arm, I am on 3 different pain meds, just had an ablation thinking it would help and it didn't ,exactech serial numbers line up with part in shoulder that was infected. This is the serial number that was compromised (B)(6) which is on the glenoid.